Event description:
It was reported that an ilet user experienced repeated occlusion alerts and alert 38 indicating consecutive stalled motor events that recurred after restarts; troubleshooting confirmed no alerts during priming with existing hardware off the body and normal operation after changing cartridge and tubing, with insulin delivery resumed and advisory education provided on changing supplies every 2¿3 days. Outcomes included user monitoring at home without medical intervention or hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that supply age and replacement resolved the occlusion and motor stall alerts, and no additional device malfunction was identified during guided priming and post-change operation. It was concluded that the event was consistent with an insulin flow obstruction related to supplies, with device performance acceptable after supply replacement and no further action required beyond education and monitoring.